Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. Log file for the date of treatment showed that no abnormalities or deviations besides the length of time to the last energy check can be identified . The reported treatment was the 12th one on that day, more than 5 hours after the last energy check was performed. This does not comply with the instructions for use. The clinical review revealed that based on the provided files there is no indication showing a malfunction of the device. The settings followed the recommended cut settings. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported slower than expected visual recovery, corneal edema, and blurry vision of the left eye following corneal inlay procedure. At one week post procedure the patient reported hazy vision and mild central corneal edema was noted. At one month post procedure the patient reported blurry vision and the corneal edema was reduced. At six weeks post procedure trace corneal edema is noted and the patient reported discomfort/dull pain. At ten weeks post procedure the patient reported blurred vision and mild redness. At four to five months post procedure the inlay is in place and cornea is stable.